Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's transmitter and sensor were not connecting; when the customer removed the sensor from their body the tip of the electrode was missing. No further details were provided. The sensor will be returned and replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.